Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited noise over-sensing resulting in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.